Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented in the clinic. It was observed that the pacemaker failed to be interrogated. Device replacement was discussed but no intervention was made. The patient was stable.